Event description:
The customer reported that the system intermittently failed to provide a fluoroscopic exposure. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. After rebooting the system, the system was tested and found to be working as intended and put back into service.